Manufacturer narrative:
The following devices were also listed in this report: mod con dist stem 17 x 155 mm; cat# 6276-7-017; lot# caxjc13f; v40 cocr lfit head 36mm/+5; cat#6260-9-236; lot# mle96d; trident x3 eccentric 10° 36mm ID; cat# 663-10-36e; lot# mljad5; trident hemispherical multi; cat# 508-11-52e; lot# 30945401; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mll7n8; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mlkx6j; 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mkev3p; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the reported device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection and elevated ion levels as well as suspected trunnionosis. A 36 +5 metal head and restoration modular stem construct were revised. Rep provided an x-ray, primary operative report, primary implant sheet, and explant picture, and reported that no further information is available.